Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, prior to either a percutaneous or open suprapubic tube placement using a one-step suprapubic introducer, what appeared like a half-inch hair was found stuck to the bottom tip of the device within the sealed package. The device did not make patient contact. The procedure was successfully completed with another device of the same type. No unintended portion of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the alleged malfunction. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control data. One, one-step suprapubic introducer was returned for investigation. A 2cm long hair was observed inside the sealed package 2cm from the bottom seal. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. There is no indication that a design related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "do not use the product if there is doubt as to whether the product if there is doubt as to whether the product is sterile." Cook has concluded a manufacturing incident contributed to this incident. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k #: k182709. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to either a percutaneous or open suprapubic tube placement using a one-step suprapubic introducer, what appeared like a half-inch hair was found stuck to the bottom tip of the device within the sealed package. The device did not make patient contact. The procedure was successfully completed with another device of the same type. No unintended portion of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the alleged malfunction.